Event description:
The physician reported that after implantation of the trabecular stent, the inlet of the device appeared to be pointing towards the iris, and the patient developed hyphema. Physician spoke with the patient and noted improvement and a follow-up was scheduled. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).